Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to a pt related condition. Analysis: upon receipt at medtronic's quality laboratory, the right and non-coronary cusps were stiff due to host tissue on the inflow and out flow. The left cusp was stiff but slightly flexible. Small cuts and/or tears were noted through the free margin and lunula of the non-coronary and left cusps adjacent to the non-coronary left commissure. The free margin of the non-coronary cusp adjacent to the point of coaptation was folded back and adhered to the lunula due to tan thrombotic host tissue on the outflow. Thick glistening off-white pannus lined the tissue and base stitching, into all inferior coaptive areas and 1 to 2.5 mm onto all cusps significantly reducing the inflow orifice area. Pannus slightly covered the top of the right non-coronary commissure and commissural area. Tan to brown thrombotic host tissue partially filled and stiffened the right cusp and lined the outflow margin of attachment of the non-coronary cusp. Radiography showed trace mineralization in the host tissue along the sewing ring. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted approx 2 years, was explanted due to thrombus and pannus. It was reported that the pt was (B)(6) positive. There were no adverse pt effects reported.